Event description:
The customer reported the ac power led is not lit. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power led is not lit. There was no report of pt involvement. The unit was evaluated by a philips field svc engineer and he localized the issue to a failed power supply.